Event description:
It was reported that the stent moved on balloon. Vascular access was obtained via crossover approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac vein. A 7.0x20x135 cm express ld vascular stent was advanced for treatment. However, during procedure the device failed to cross the lesion. The device was removed and it was noted tha the stent and balloon were misaligned. The procedure was completed with an epic stent. No patient complications were reported.